Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. B3: date of event unknown / not provided. G4: additional PMA/510(k) number k011028, k013227.

Event description:
It was reported that the implant at tooth site #19 was removed as implant was fractured. Implant fractured.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvb10, (impl tapered scr-v sbm 3.7mm 3.5mm 10mm) for evaluation. Visual evaluation was performed, damage to the implant was identified. Bone debris on external threads. The implants collar was fractured. A fractured screw stuck inside the implant. DHR review was completed for the subject lot number 60574293. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 60574293for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : implant¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation was the clinician selects an implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction a device malfunction did occur. The implant was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative